Manufacturer narrative:
(B)(4). No patient involvement. Additional device code: hrx. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part: #314.743 -synthes lot # 6921237. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. Release to warehouse date: 28aug2012. Supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a reamer irrigator aspirator (ria) shaft was found broken off. This was discovered after the instrument had gone through decontamination at a facility. No patient or surgery involvement. This report is for one (1) ria shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device returned to manufacturer. A product investigation was performed. The returned drive shaft (314.743, 6921237) is part of the reamer/irrigator/aspirator (ria) system (B)(4) for intramedullary reaming and bone harvesting. Drive shafts are intended to mate with reamer heads, and help transfer the torque needed for reaming. Pictures were provided of the returned drive shaft, which confirmed that its tip had broken off, and made replication of the complaint condition inapplicable. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. The returned drive shaft (314.743, 6921237) was manufactured on 28aug12 and relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. It was stated that the returned shaft was found broken off after decontamination. It is possible that the shaft broke during a procedure, but since the broken tip was only noticed after decontamination it is also possible that the shaft tip broke off during sterilization. The ria technique guide notes that improper assembly of a shaft to a reamer head can result in breakage. If the returned shaft was used repeatedly while not being properly assembled the cumulative effect could have made the shaft tip susceptible to breakage over time. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.